Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While powering on the automated impella controller (aic), the screen started flickering. Aic booted up and appeared to be working so the physician proceeded with the implant. Once the pump was connected and ran in auto mode, yellow alarm ¿controller failure¿ alarm was displayed. A pulsatile motor current was still noted as well as impella flows. The patient was actively coding, and the code was called before consoles could be swapped. Once the code was called, the nurse called stating they couldn¿t get the console to power off. The console was eventually turned off and the patient expired.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) and aic - display issue has been completed. According to device and data analysis the root cause of the controller error was due to an aic software issue. This was entered into jama with defect/ bug. The root cause for the flickering screen was not determined due to the inability to reproduce. D2 common device name was revised on manufacturer device report 1220648-2024-24147 in accordance with updated procedures. H5 labeled for single use was inadvertently reported incorrectly on manufacturer device report 1220648-2024-24147. H8 usage of device was inadvertently reported incorrectly on manufacturer device report 1220648-2024-24147.